Manufacturer narrative:
H3: product analysis:evaluation determined that the handpiece does not lock the tool. The likely cause of failure is identified as detached distal bearings. It was also noted that the laser markings are faded, and the input and output drive shaft are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a handpiece does not lock the tool was observed intra-operatively. No patient complications have been reported as a result of this event.